Event description:
It was reported that anti-tachycardia pacing (atp) and inappropriate shock was delivered to convert an arrhythmia. Initial detected in the vt-1 zone, monitor only zone. The ventricular rate increased to the ventricular tachycardia (vt) zone with some beats landing in the ventricular fibrillation (vf) zone due to atrial fibrillation and rate unstable therapy initially correctly withheld until some under sensing of fine atrial fibrillation (af) and blanking caused v>a to be true initiation therapy. Multiple inappropriate atp and one shock was delivered converting the atrial fibrillation (af) to atrial tachycardia. No adverse patient effects were reported. The device remains implanted.